Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented to the emergency room after feeling vibratory patient notifier, myopotential oversensing was observed. The oversensing was reproducible in clinic with patient¿s yawning and deep breathing. No other anomalies were noted. Programming changes were made and no more oversensing was noted. Patient was discharged with no other complaints.